Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported intermittent occlusion alarms occurred. Customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 400 mg/dl.